Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Customer was using her wheelchair when the hardware securing the joystick in place to the mount loosened, allowing the joystick to freely rotate. A repair was completed by dealer between 10/31/2015 and 11/2/2015 attaching a swing away joystick inline mount.